Event description:
Foley catheter was inserted and initially drained 25 ml, but then stopped draining. A bladder scan showed that he had 600 ml of urine in the bladder. Nurse attempted to deflate the balloon to remove the catheter, but the balloon would not deflate. A urologist was consulted and he instilled 3 ml of mineral oil into the balloon and after several minutes the balloon ruptured and the catheter came out. He had planned to do a cysto after the patient was stabilized to determine if there were any retained pieces of the balloon in the bladder but the patient expired and this was not done.